Event description:
During a routine follow-up interrogation, a message was displayed stating, "unable to verify parameters" resulting in the device being programmed to nominal settings. The device was programmed following the reset and all tests were normal. The ICD remains implanted.

Event description:
During a routine follow-up interrogation, a message was displayed stating, "unable to verify parameters" resulting in the device being programmed to nominal settings. The device was programmed following the reset and all tests were normal. The ICD remains implanted.

Manufacturer narrative:
Message was displayed resulting in settings to nominal settings. The device remains implanted, therefore, the files from the programmer that was used are being reviewed by the manufacturer. The response from the manufacturer is pending. Since the device remains implanted, the files from the programmer were reviewed. The files showed 2 parameter values incorrect which are most likely due to a single event upset (seu) or electromagnetic interference (emi) since the parameters did not alter during the initial interrogation after a successful device reprogramming and follow-up. The ICD and programmer operated as specified and the ICD can remain implanted without further action. (B) (4): remains implanted.

Manufacturer narrative:
Message was displayed resulting in settings to nominal settings. The device remains implanted, therefore, the files from the programmer that was used are being reviewed by the manufacturer. The response from the manufacturer is pending.